Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complainant, during procedure, the gauge of the device froze and the gauge was reading inaccurately. It was also reported that the needle in the gauge broke off, however it could not be confirmed by the complainant whether the needle was completely detached from the dial. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Preliminary evaluation of the device by the investigation site (cis) confirmed that the needle is completely detached from the face of the dial. However, it is unknown whether the needle was initially attached and reading inaccurately or if the needle was detached upon unpacking the device. As it was reported the "gauge of the device froze" during the procedure and the gauge was reading inaccurately, it is possible the needle was initially intact and reading inaccurately. Therefore, this event has been deemed MDR reportable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complainant, during procedure, the gauge of the device froze and the gauge was reading inaccurately. It was also reported that the needle in the gauge broke off, however it could not be confirmed by the complainant whether the needle was completely detached from the dial. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Preliminary evaluation of the device by the investigation site (cis) confirmed that the needle is completely detached from the face of the dial. However, it is unknown whether the needle was initially attached and reading inaccurately or if the needle was detached upon unpacking the device. As it was reported the "gauge of the device froze" during the procedure and the gauge was reading inaccurately, it is possible the needle was initially intact and reading inaccurately. Therefore, this event has been deemed MDR reportable.

Manufacturer narrative:
Investigation results: visual evaluation of the device was performed. The needle was found completely detached from the face of the dial. However, it is unknown whether the needle was initially attached and reading inaccurately or if the needle was detached upon unpacking the device. As it was reported the "gauge of the device froze" during the procedure and the gauge was reading inaccurately, it is possible the needle was initially intact and reading inaccurately. Therefore, this event remains MDR reportable. Due to the condition of the returned device, functional testing could not be performed and the complaint that the "gauge froze" and was reading inaccurately was unable to be confirmed. However, the needle detaching is most likely due to the outside supplier of the gauge. A corrective action has been raised on the outside supplier for the issue of needle detachment. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The event that the needle of the gauge was initially intact and reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.